Event description:
Complainant alleged that the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.